Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer displaying an error message. The transducer was returned, and an investigation was performed. The error message was reproduced during the investigation. The issue was caused by articulation sleeve material reliability. For an improvement, c-flex articulation sleeve material inspection & rework process was implemented in november 2015. A new sleeve material change was implemented in september 2016. This transducer was manufactured prior to the corrective action. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing and prior to a transesophageal echocardiography (tee) procedure, it was noted that the transducer produced a usacquisitionhw_40 error. There was no patient adverse event reported. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.